Event description:
Three days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The lesion being treated was severely calcified in the left anterior descending artery (lad). As the physician attempted to reach the lesion with a gudiewire, great resistance was encountered. The physician then decided to rotoblate the lesion. After rotoblation the physician successfully deployed a taxus express2 8.8% 2.50 x 16 mm stent at 10 atms. The physician then post-dilated with a 3.0 x 8 mm balloon at 12 atms and at 14 atms. It is noted that the pt was on plavix and integrilin. Three days later the patent returned to the cath lab, where it was determined that the taxus stent in the lad had thrombosed. In addition, the physician noticed that there was a second lesion down stream. It was suggested that the second lesion may have contributed to the thrombus in the taxus stent. The physician then decided to treat the second lesion first. After several attempts to pass through the taxus stent, the physician successfully deployed a mini vision 2.5 x 8 mm stent to the second lesion. The physician then decided to dilate the thrombus in the taxus stent with a 3.0 x 8 mm power sail balloon. The balloon reached 16 atms then 26 atms x 2. After removal of the balloon from the pt's body the physician noticed a piece of the taxus stent was attached to the balloon. The physician then decided to deploy a vision stent over the taxus stent. No further complication or injury was reported. The pt status is reported as "fine."